Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) confirmed on-site rapid gas leak alarm occurred. Checked the alarm log, but could not reproduce it. Operation test, internal check.

Manufacturer narrative:
Due to character restrictions in block e1 event site (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suspected rapid gas leak and gas leak. Replaced with other equipment in the hospital. There was no patient harm reported.